Event description:
It was reported that during a gastric bypass, the first product failed to deploy the full staple line. Another product was opened and used. This second product failed to deploy the full staple line. There were no pt consequences. No devices are being returned.